Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-00595.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using penumbra smart coils (smart coils) and a penumbra smart coil handle (handle). During the procedure, a smart coil would not detach with the handle. Therefore, the smart coil was removed, and the handle was not used for the remainder of the procedure. The procedure was completed by using a new smart coil and new handle. There was no report of an adverse effect to the patient.